Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported fraction of inspired oxygen out of range on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.

Manufacturer narrative:
"Results of investigation:vyaire field service representative went onsite to evaluate the device. Unit pass pre checks on arrival. Oxygen cell and regulator replaced during preventive maintenance in january. Verified regulator psi to be accurate. Oxygen cell calibrated. Oxygen inlet pressure calibrated. Blended gas calibration performed. Owner verification process performed and pass. All values accurate, stable, and within manufacturer specification. " vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.